Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for unintended movement. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument experienced unintended movement. This report was received from one source. This malfunction involved one patient with no patient consequences. The device was used in a male patient. The patients¿ age and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument experienced self-activation or keying. This report was received from one source. This malfunction involved one patient with no patient consequences. The device was used in a male patient with age 69 and weighs about 62.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for the alleged self activation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument experienced self-activation or keying. This report was received from one source. This malfunction involved one patient with no patient consequences. The 69 year old male patient weighs 62 kgs.